Event description:
Caller states the inside of the aviva meter appears to have melted, and the meter screen has an "orangish burnt color." No evidence of smoking or flaming reported. No adverse event reported. A request was made for the return of the device and a replacement was sent.